Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 06-nov-2024 and forwarded to millyard advanced medical products, llc on 07-nov-2024. The patient's mother reported that the patient's cassette depleted early, so she switched to using the backup pump. Hours later, the backup pump alarmed to disconnect from the catheter and remove the pump. The mother was advised to change pumps and use a new cassette, and the pump was reported as running. The patient's mother later called to report that the pump alarmed to disconnect from the catheter and remove the pump. The patient went to the hospital to receive treatment and the pumps were replaced. No adverse side effects were reported. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Event description:
An initial MDR regarding this case was filed 05-dec-2024 (report number 3016798778-2024-00068). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote utrm0015083 (paired with pump utpm0019912) show that on the date of the complaint, occlusion and adjust pump attention alarms were generated. Logs from remote utrm0012990 (paired with pump utpm0016574) show that on the date of the complaint, occlusion alarms were generated. In both systems, the logs leading up to the alarms are consistent with occlusion-like behavior, so the alarms are expected behavior. During investigation, test deliveries were completed on both systems with no abnormal behavior observed. No system issues were found, and no further investigation is possible. Both systems functioned within specification as they alarmed accurately, and no abnormal behavior was observed.

Manufacturer narrative:
Regarding the initial report filed 05dec2024, field d4 "model #" was entered incorrectly. Please consider the updated information within this report for field d4 as the correction.